Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues with the con troller: they continue to get software problem error message and taking the battery out and putting it back it does not resolve the problem. Agent called patient per rep's request and patient clarified for probably about 4 months they'd had trouble charging the implant. Patient said they would see an rm code (exact code unknown) and the recharger hadn't been wanting to find the implant. Patient said in the last 2 weeks it was very hard to connect to charge, and the paddle and controller had been getting pretty warm. Patient said now they couldn't charge the implant. Patient examined recharger cord and controller port but didn't see any damage. Patient then mentioned when they plug controller in to ac power, the controller wasn't showing the controller was charging. Patient plugged into ac power without battery pack and confirmed screen came on. Patient then reinserted battery pack and green light was flashing. Patient tried to unlock and reported no device found, which patient clarified was what they had been seeing and why they thought controller wasn't charging. Agent reviewed if implant battery was empty, patient would see no device found even when controller was plugged in to ac power and controller was charging as long as green light was blinking or solid (controller blinking light turned solid during the call). The issue was not resolved. An email was sent to the repair department to replace the recharger.